Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose. The customer's blood glucose would be 400 mg/dl or decline to 40 mg/dl. Customer's blood glucose was over 400 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. It was also found the customer experienced discomfort around their joints from their high blood glucose. The customer declined to complete troubleshooting and requested a replacement insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer agreed to return the insulin pump for analysis.